Event description:
It was reported that during preparation of a fox plus balloon delivery catheter (bdc), after the syringe was attached, there was fluid noted to be leaking from the hub. The hub of the fox plus bdc was found cracked. The device was set aside and another fox plus bdc was used for the procedure. Reportedly, the technician thought he may have been too quick with the preparation of the fox plus bdc. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak and crack in the hub were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.